Event description:
It was reported that, during a shoulder arthroscopy procedure, the dyonics 25 pump was out of adjustment, the screen flow marker was low, but the shoulder of the patient was very swollen. Surgery was completed with the same device, and there was no surgical delay.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. After the visual evaluation, no defect was found that would make it impossible to use the equipment. After the functional evaluation, no defect was found that would make it impossible to use the equipment. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the information provided and the findings from the product evaluation a user technique vs procedural variance could not be ruled out as a contributing factor to the reported event, which does not represent a device malfunction. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include defective component on the motor controller pcb or defective pump motor. Based on this investigation, the need for corrective action is not indicated.